Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that while the user was handling the device, leakage occurred at bending section rubber and light guide cover glass, which led to water invasion of the device, then abnormality of electronic parts occurred. As a result, the suggested event temporally occurred at the user facility which led to prolonged procedure. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU) section: "inspection of the endoscopic image" the user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Section "leakage testing of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found no issue with the image. However, the scope failed the water dunk test due to a leak found at the bending section cover and light guide cover glass. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. The issue was found during preparation for use in an unknown diagnostic procedure. The intended procedure was completed after a 10-minute delay. There were no reports of patient or user harm associated with this event.